Event description:
Customer reported that the alarm has only been in use for one month and the batteries have leaked. These batteries were the originals that came with the packaging. The customer claims the low battery indicator did not chirp and this is what caused the problem. No pt incident or injuries reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: posey instructions for use state take care when installing new batteries. The alarm will not work if batteries installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).